Event description:
It was reported that customer's insulin pump had a button error. The alarm cannot be cleared. Replacing the battery did not resolve the issue. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Button response functioned properly, however found corrosion on keypad traces. No button error alarms noted during testing. Device received with cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the reservoir tube lip, and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).